Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized on (B)(6) 2019 at 6 pm due to a high blood glucose level of 640 mg/dl and diabetic ketoacidosis. The customer was assisted in troubleshooting for high blood glucose. The customer was not alleging that the insulin pump was under delivering. The customer also reported that she received insulin flow block alarm while fill tubing. She was assisted in troubleshooting and it was reported that the insulin exited. The customer also received power loss and replace battery alarm. She was treated with insulin drip. The insulin pump will not be returned for analysis.